Event description:
It was reported that the implantable cardioverter defibrillator (ICD) indicated that short circuit protection was triggered during high voltage therapy for an episode of ventricular fibrillation (vf) resulting in less than the programmed high voltage energy being delivered. It was noted that there were three vf episodes in total. The first episode terminated successfully, the second episode showed reduced energy shock but was still successfully terminated, and the last episode showed six reduced energy shocks were delivered which failed to terminate. External defibrillation was administered and the arrhythmia was terminated. The patient was hospitalized and the ICD was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 6944-65 (tdc097638v); product type: 0264-lead-hv; implant date (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Review of save to disk data showed that the device had an scp event during episodes #:1169 on 18 aug. 2024. A l404 reset was not confirmed. Optical coherence tomography revealed that there was full dadet delamination on feed throughs 5, 7, 9 and 11, partial delamination on feed throughs 2, 8, 3, 4, 6, and 10 and no delamination on feed through 1. Additional electrical testing analysis performed by released product hardware engineering revealed that leakage impedance at the high voltage feed throughs was higher than those in similar field return devices that had significant dadet delamination and experienced scp events. Full energy defibrillation deliveries were normal with no arcing and no scp triggering. Field return devices that report scp and have significant dadet delamination typically have low measured impedance at the high voltage electrodes, with measurements below 30 k ohms (as compared with over 200 k ohms in device (B)(6). Defibrillation deliveries occurred with no anomalies. No scps or arcing occurred. Electrical testing is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular t achyarrhythmia therapy energy was low. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.